Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a lfit anatomic cocr v40 femoral head on her left hip during a revision surgery on (B)(6) 2015 and underwent another revision with respect to the femoral head implant component on (B)(6) 2015. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in her blood.